Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was notified of the following event via the persist patient registry: a perceval pvs27 was implanted on (B)(6) 2017. 4 days postoperatively, the patient experienced av block iii. On (B)(6) 2017, a pacemaker was implanted and the event was reported to be "resolved".

Manufacturer narrative:
A complete manufacturing and material records review for the device and associated nitinol stent has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not explanted, no further investigation can be performed at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2009). This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown. Dawkins s, hobson ar, kalra pr, tang at, monro jl, dawkins kd; permanent pacemaker implantation after isolated aortic valve replacement: incidence, indications, and predictors. Ann thorac surg. 2008 jan;85(1):108-12 huynh h1, dalloul g, ghanbari h, burke p, david m, daccarett m, machado c, david s. Permanent pacemaker implantation following aortic valve replacement: current prevalence and clinical predictors. Pacing clin electrophysiol. 2009 dec;32(12):1520-5